Event description:
Discordant pt result was obtained when testing a heparinized sample. Flat curve with no error code was obtained for activated partial thromboplastin time (aptt) result and subsequently, the heparin dosage was modified based on the result that was reported. No pt injury occurred. The results are as follows: aptt: sampe 1, 30.5 sec (baseline; heparin administered), sample 2) 95.0 sec sample 3) 22.9 sec (heparin dosage modified based on this result) sample 3) 135 sec (on auto extend setting) sample 3) >150 sec (renalized).